Event description:
The customer contacted physio-control to report that their device would not fully power on . The power and service led indicators light up, but the device does not turn on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section d5 operator of the device of the initial medwatch report indicates: blank section d5 operator of the device of the initial medwatch report should indicate: health professional.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the 3rd party usb data cable that was plugged into the device. The device would not power on or unexpectedly power off when the 3rd party usb data cable was moved. This issue went away when the cable was removed from the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not fully power on . The power and service led indicators light up, but the device does not turn on. There was no report of patient use associated with the reported event.